Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00915.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted six smart coils in the target location. While advancing the next smart coil through the middle of the microcatheter, the physician encountered resistance. Therefore, the smart coil was removed and another smart coil was successfully implanted instead. While attempting to advance another smart coil through the middle of the microcatheter, resistance was encountered. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.